Manufacturer narrative:
Pt info: unknown; requested but not provided. Date of event: unknown; requested but not provided. If implanted, give date: unknown; requested but not provided. If explanted, give date: unknown; requested but not provided. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient had capsular and zonular issues resulting in the need to explant the intraocular lens (iol). No additional information was provided.